Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly and motor. The insulin pump had cracked reservoir tube window, cracked display window corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a button error alarm right after the insulin pump got exposed to moisture. The customer reported that the button error alarm was recurring. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 201 mg/dl at the time of call. The customer's blood glucose was 133 mg/dl at the end of call. The customer stated that they treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.